Manufacturer narrative:
The returned device was evaluated and found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. The formed needle was inspected, and no abnormalities were found. The soft cannula was completely torn off and ripped at the unexposed portion of the cannula. It was unable to be determined when or how this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/2017. Checking your blood glucose 4 / page 36: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached greater than 250 mg/dl and that the cannula was poking him. The site was painful and there was bleeding where the cannula was inserted. The pod was worn between 24 and 36 hours on the leg.